Event description:
Additional information was received stating that the vns patient was referred for surgery. No known interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted devices have not been returned to date.

Event description:
On (B)(6) 2013, it was reported that this vns patient was undergoing generator revision when high impedance (>10,000 ohms) was seen. The surgeon did not want to replace the lead at the time. Attempts were made for additional information; however, the site had no other information to provide.

Event description:
Follow-up showed that a possible lead event was noticed: the area at end of coils appeared inconsistent at the time of removal. The generator was explanted on (B)(6) 2013 because it failed during testing. (The generator explant from (B)(6) 2014 is captured in MFR report #1644487-2014-01846.) X-rays were taken but not provided for review as the physician did not think they were valuable. Additional follow-up showed that the patient's generator indicated near end of service in october 2013. The patient was referred for generator revision, and this surgery took place on (B)(6) 2013. Prior to surgery, the patient's generator was not interrogated. After generator replacement (with a m105), diagnostics showed high impedance. The lead pin was removed, cleaned, and reinserted; however, a subsequent interrogation showed high impedance. During the surgery, the patient's mother was contacted to see if she would like to pursue a full revision; however, the mother did not consent, so the m105 generator remained implanted (programmed off) along with the existing lead. Following the surgery, the patient underwent a sleep study, nerve testing, and a work-up to determine if the vagus nerve was functioning normally. It was determined that the patient did receive benefit from vns therapy, and the patient's family decided to pursue lead replacement. Device diagnostics still showed high impedance. Lead replacement surgery took placed on (B)(6) 2014. The lead was explanted, and a new lead was placed. The lead was then attached to the existing m105 generator; however, there was a communication fault when testing the system (MFR report #1644487-2014-01846). A new generator was brought into the or and communication was established with that generator; therefore, the resident m105 device was explanted and replaced with a new generator. Diagnostics were performed, and the system appeared to be intact. Attempts for product return have been unsuccessful.